Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Analysis of the returned device identified: creases fold, wear abrasion, overweight and opening curved on posterior. A visual and microscopic analysis was performed which identified striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consistent in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and capsular contracture, baker grade unknown.

Event description:
Health care professional reported patient's concern with the product and right side capsular contracture baker grade unknown. Device has been explanted.